Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. The displacement test could not be performed and the no delivery alarmed verified due to motor error alarm. The device was also received with minor scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 354 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.